Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. During surgery the clips misfired and was applied x-shaped on a patient's blood vessels, which harmed the patient's blood vessel. The surgeon was not aware of this immediately. The patient's condition made it necessary for a revision surgery. Components in use listed as concomitant devices are: pl510r / handle f/pl506r and pl508r; pl538r / shaft com pl. D:10mm l:260mm.

Manufacturer narrative:
Investigation: the investigation was carried out by the quality assurance group of the production department. No devotions could be found and all the inspection dimensions are with in the tolerances. Several function test were carried out. The shafts are according the specifications. The handles are also working, but the recommended maintenance date is exceeded. The products are going to send back to the sales representative unrepaired. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the instruments are according to our specifications, thus we exclude a material or production related error. Corrective action: according to sop (B)(4) a CAPA is not necessary.